Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Other text: additional information: no patient involvement. Added information to section b5.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case chipped on right corner, a cracked battery door and both plunger cases. Device underwent functional testing, confirming the reported customer complaint. Pump goes into constant alarm and won't turn off when trying to power down. This was a result of the interconnect board not operating properly. Problem source was determined to be unknown.

Event description:
Information was received that device has motor drive error. No adverse effects reported.

Manufacturer narrative:
Additional information: no patient involvement. Added information to section b5.

Event description:
Additional information: no patient involvement.